Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 health effect clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced hypoglycemia of 18 mg/dl while sleeping. She was sweating and experienced loss of consciousness. The husband treated the patient with glucagon (glucagen hypokit 1mg, two doses.). At the time of the report the patient was fine and the bg reading was 60 mg/dl. A review of performance data shows that the patient's low alert was enabled and set to 80 mg/dl with the audio set to sound. The urgent low alert is fixed at 55 mg/dl and the audio for this alert was set to sound. The no readings alert was enabled, set to trigger after 20 minutes of continuous brief sensor issue, the audio was set to sound, and the snooze feature was disabled. No additional patient or event information is available.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced hypoglycemia of 18 mg/dl while sleeping. She was sweating and experienced loss of consciousness. The husband treated the patient with glucagon (glucagen hypokit 1mg, two doses.) At the time of the report the patient was fine and the bg reading was 60 mg/dl. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the supplemental MDR, a correction is required due to additional information added to the data investigation results. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced hypoglycemia of 18 mg/dl while sleeping. She was sweating and experienced loss of consciousness. The husband treated the patient with glucagon (glucagen hypokit 1mg, two doses.). At the time of the report the patient was fine and the bg reading was 60 mg/dl. A review of performance data shows that the patient's low alert was enabled and set to 80 mg/dl with the audio set to sound. The urgent low alert is fixed at 55 mg/dl and the audio for this alert was set to sound. The no readings alert was enabled, set to trigger after 20 minutes of continuous brief sensor issue, the audio was set to sound, and the snooze feature was disabled. Data investigation shows that the patient's estimated glucose values were above the low alert threshold from about 10:00 pm on august 19, 2025 and dropped below the low alert threshold at 1:15 am on august 20, 2025; the app delivered a low alert at partial volume at this time with an egv of 63 mg/dl. At 1:20 am, the app delivered a second low alert at partial volume with an egv of 60 mg/dl. At 1:25 am, the app delivered a third low alert at partial volume with an egv of 68 mg/dl. At 1:30 am, the patient's egvs reached the urgent low alert and the app delivered an urgent low alert at partial volume with an egv of 55 mg/dl. At 1:35 am, the patient's egvs rose back up again slightly and the app delivered a low alert at partial volume with an egv of 70 mg/dl. The patient then experienced brief sensor issue for the next five minutes, after which the sensor failed at 1:45 am and the app delivered a sensor failed alert at partial volume. A new sensor session was then started on the patient's receiver after the failure. However, as receiver data was not provided for investigation, visibility of this sensor session was not available until the patient joined the session on the app at 6:51 am, at which point the cgm was exhibiting brief sensor issue. The app delivered a no readings alert at partial volume at 7:11 am which was acknowledged immediately. The brief sensor issue continued until the sensor failed at 7:16 am, at which point the app delivered a sensor failed alert at partial volume which was acknowledged about ten minutes later. The patient started another session at 7:36 am, and her egvs were below the urgent low threshold upon completion of the warm-up phase at 8:01 am. Urgent low alerts were promptly acknowledged during this time and the patient was back in target range by 9:01 am. The reported complaint of brief sensor issue was confirmed, though it could not be determined how long it lasted as full visibility of the investigation window is not available. Due to the lack of full visibility of performance data, an unspecified time of the hypoglycemic event, and the presence of audible alerts for approximately 30 minutes prior to the sensor failure at 1:45 am, the root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.